Manufacturer narrative:
System checks performed three times in 2007 were within specifications. Qc was run prior to the event and passed within specifications. The sample was collected in a bd, lithium heparin, non-gel tube and centrifuged for 3,000 rpm for 10 mins. Per customer, the specimen was a full draw. A field service engineer (fse) was dispatched to the customer's lab: the fse performed system verification which met specification. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 1.09 ng/ml was obtained. It is unclear if the result was reported out of the lab. On the same day, the original sample was re-tested for accu tni and the repeated result was 0.02 ng/ml. The customer did not receive any report of pt injury requiring medical intervention, or change to pt treatment attributed or connected with this event.